Manufacturer narrative:
The internal investigation included a review of the release testing results for this batch. The investigation confirmed that mix had not been tested with a b 47:03 allele on (B)(6) 2012. Lab results were analyzed on (B)(4) 2012 and lane 83 was not present in result. This report was assembled, as was the gel document with analysis and the test record. Labeling was corrected and notification was provided to customers and was reported to the recall coordinator on july 27, 2012. This MDR report will serve as the initial and final report. Affected lots of b locus high res ssp unitray kit with taq polymerase (catalog # 4730110): lot # 009 984375 1077181, mfg. Date: 10/2011, exp. Date: 03/2013 - MFR 2244574-2014-00128; lot #: 009 984375 1112028, mfg. Date: 01/2012, exp. Date: 12/2012 - MFR 2244574-2014-00129; lot #: 009 984375 1112356, mfg. Date: 01/2012, exp. Date: 03/2013 - MFR 2244574-2013-00018; lot #: 009 984375 1113862, mfg. Date: 01/2012, exp. Date: 03/2013 - MFR 2244574-2014-00130.

Event description:
(B)(6) reported that a survey sample tested using when using b locus hihg res ssp unitray kit with taq polymerase (catalog # 4730110, lot # 009 984375) resulted in b 47:02 when the result should have been b 47:03 ((B)(4)).